Event description:
After an implantation time of about 10 months, loss of capture was reported. During the subsequent ICD check, the sensing and impedance values were normal. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were examined. Multiple signs of abrasion were found along the lead body. In particular 15.5 cm distal of the df4 connector pin, the insulation was frayed. In this area, the rope conductor to the ring electrode showed damage. This damage manifestation is with high probability the cause for the clinical observation. The position and kind of the damages are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction at it. There were no indications of material defects or manufacturing errors.